Event description:
It was reported that the patient was experiencing sharp pains in the shoulders and discomfort in the legs. It was also noted that the symptoms would go away when turning off the stimulator. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing sharp pains in the shoulders and discomfort in the legs. It was also noted that the symptoms would go away when turning off the stimulator. The patient underwent an explant procedure. Additional information was received that the patient was doing well post operatively.